Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. Post procedure a small stable pericardial effusion was noted on transesophageal echocardiogram. There were no changes in the patients hemodynamics and the patient remained stable. The physician did not perform any intervention for the effusion. A follow up transthoracic echocardiogram was performed the next day and there was no increased pericardial effusion. The patient is doing well and has since been discharged from the hospital.